Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ion selective electrode (ise) results for one patient sample. Of the data provided, only the sodium and potassium results were discrepant. The initial sodium result was 94 mmol/l and the initial potassium result was 3.67 mmol/l. The customer reported these results to the doctor who requested the lab technician repeat the same tube. The repeat sodium result was 139 mmol/l and repeat potassium result was 4.10 mmol/l. The patient was not adversely affected. The electrode lot numbers and expiration dates were requested but were not provided. The investigation could not determine a specific root cause. It was noted the repeat results recovered in the opposite direction from the initial results. Possible causes of this type of behavior include air in the sample channel, leakage current coming from the waste, and an old and/or expired reference electrode. It was noted the customer was not following the tube manufacturer's recommendation for centrifugation time. This may have caused issues with the sample which could have caused or contributed to the event.